Event description:
During a ptca/stenting treatment procedure, the balloon ruptured at 20 atms on the third inflation. (The number of atms reached on the initial two inflations is unk). The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in a tortuous mid lad coronary artery. The lesion had been predilated with an adante balloon at 12 atms. The quantum maverick monorail balloon was removed and replaced with another quantum maverick monorail balloon to succussfully complete the stent post-dilatation. The procedure was successfully completed. No patient injuries or complications were reported. Pt status is reported as "good."